Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's sensor board was replaced to address the issue. In addition of the above evaluation, the device 's motor blower assembly was replaced due to dirt was confirmed and regulated by maintenance procedure to prevent failure, which was not related to the malfunction/issue. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly and software version was checked.